Manufacturer narrative:
(B)(4).

Event description:
It was the lead was explanted and replaced due to decreased pacing lead impedance and increased capture threshold. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.